Manufacturer narrative:
The regatta lateral inserter was returned and evaluated by product engineers. The tip of the inner shaft had sheared above the threaded portion. The cause of the fracture could not be determined; it is possible that overtightening of the implant onto the inserter could have led to the fracture. The fractured tip remains in the implant. No radiographs were provided. Review of labeling: intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2023 a patient underwent spinal surgery consisting of seaspine's regatta lateral system. During implant insertion, the regatta lateral inserter tip fractured and was left in the implant. The implant was fully seated and secured with bilateral pedicle screws. No patient injury was reported. There are no plans for revision or removal. No radiographs were provided. Seaspine was made aware of this incident on 09 jun 2023.